Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2017 with the following findings: during investigation, the pump was found to be unresponsive; there was no audible and vibratory sounds and the display screen remained blank. The pump black box data was not able to be downloaded due to the unresponsive pump. Further testing could not be performed due to moisture in the pump. The complaint of inaccurate delivery was not able to be adequately investigated due to the unrelated moisture ingress issue. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.